Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were molding defects (short shot). This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "the laboratory technician found the abnormal melting phenomenon at the cap of blood collection tubes when opening the lid for testing,"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-01. H6: investigation summary: bd received 20 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for lip out with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for lip out with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were molding defects (short shot). This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "the laboratory technician found the abnormal melting phenomenon at the cap of blood collection tubes when opening the lid for testing,"